Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient was hospitalized due the issue of diabetic ketoacidosis. The length of the hospitalization was 9 days. The blood glucose level was 1280 mg/dl at the time of event therefore the patient was treated with manual injection. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.